Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head of the toothbrush comes off during brushing - oral b power toothbrush [device breakage]. Case narrative: consumer e-mail stated that the head of toothbrush comes off very easily and even happens during brushing. No injury was reported.